Manufacturer narrative:
Product analysis summary: device returned for evaluation. A kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info; the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The stent damage was noted when withdrawing the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion in the rca. The device was inspected with no issues noted. The lesion was pre-dilated. A 0.035 guidewire was used for additional support. Difficulty was experienced reaching the lesion. It was reported that stent deformation occurred in vivo during positioning. No patient injury was reported.